Event description:
The ivus catheter lost the image while in the patient. The catheter was removed and replaced with no reported harm. Vendor notified. Manufacturer response for coronary imaging catheter bagless, 5fr opticross 60 mhz hd coronary imaging catheter bagless (per site reporter).